Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned in good condition. Visual and functional testing were performed. Occlusion test executed with test device pm-1034: dso trip point1.39 bar. Test passed. The testing could not duplicate the customer reported problem. The root cause of the issue was unknown as no problem was found. No further action will be taken. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that device had an occlusion at 11 psi. There was unknown patient involvement and unknown patient harm/adverse event reported.